Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on january 22, 2024, the patient underwent an osteosynthesis of the humerus with a multiloc humeral nail (mhn) short. The procedures were done according to the surgical technique. The distal locking screw was inserted without any problem, but the proximal side of it interfered during drilling. After confirming with the 2.0 k-wire that the insertion angle had not deviated too far, the surgeon decided to attempt manual passage of the locking screw through the nail hole by attaching a drill bit to the t-shaped handle. After light hammering, the locking screw passed through the nail hole, so the surgeon drilled the contralateral side with a power tool. At this time, it was confirmed that drilling was performed correctly using the c-arm. The proper length of locking screw was inserted, but the tip of the locking screw got stuck when it passed the nail hole a little and did not go any further. Screw stacking due to bone quality was unlikely, leading to the conclusion that it was because the locking screw was inserted at an angle tilted against the nail hole. The insertion of the locking screw was given up at the surgeon¿s discretion. The surgery was completed successfully within thirty minutes delay. Patient was stable. This report is for a 4.0mm ti locking screw w/t25 stardrive 30mm f/im nails-ster. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that lockscr ø4 l30 f/nails tan dblue was found stripped at some threads from tip. It is not unreasonable that the condition identified in visual analysis would contribute to assembling issues. A dimensional inspection for the lockscr ø4 l30 f/nails tan dblue was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lockscr ø4 l30 f/nails tan dblue would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h4, h6 part number: 04.005.420s. Lot number: 2138p26. Manufacturing site: mezzovico. Release to warehouse date: 10 oct 2022. Expiration date: 01 oct 2032. A manufacturing record evaluation was performed for the not sterile/sterile finished lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.